Event description:
Complainant alleged that during biomed testing the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that the malfunction was attributed to the device's multi-function cable.